Event description:
Information received a smiths medical cadd legacy 6500 pump alarming error 1260. No patient adverse events reported.

Manufacturer narrative:
Evaluation results: one cadd legacy was returned for investigation. The screen was scratched. The device was powered up and alarmed ec1260 which is a corruption of the memory of the circuit board. The circuit board was replaced as a result. A root cause for the product problem was not established.